Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an ablation procedure to treat premature ventricular contractions a intellanav stablepoint open-irrigated was selected for use. It was reported that blood was observed in the irrigation port of the catheter prior to ablation, no errors or irrigation issues were noted during the procedure. The catheter was exchanged and the procedure was completed with no patient complications.

Manufacturer narrative:
The intellanav stablepoint catheter was received by boston scientific for analysis. Visual inspection revealed the irrigation extension tubing was found partially detached from the luer fitting at the adhesive joint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
During an ablation procedure to treat premature ventricular contractions a intellanav stablepoint open-irrigated was selected for use. It was reported that blood was observed in the irrigation port of the catheter prior to ablation, no errors or irrigation issues were noted during the procedure. The catheter was exchanged and the procedure was completed with no patient complications.